Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the electrode became separated from the jaw, but stayed attached to the device. There were no messages displayed on the generator. At that point in the procedure, they were able to complete the case with no additional device required. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. The batch history records were reviewed with no anomalies noted during the manufacturing process.